Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified diagnostic procedure using the subject device at the user facility, it was found that the endoscopic image of the subject device was abnormally displayed. The user facility completed the intended procedure using the subject device. Olympus china found that the endoscopic image of the subject device was not displayed during the incoming inspection for repair. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon, and also found that this phenomenon was caused by the failure of the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), osmc considered that the reported phenomenon was attributed to the failure of the ccd unit, which might be caused by the deterioration of the material of the ccd sensor due to ultraviolet rays. If additional information is received, this report will be supplemented.